Manufacturer narrative:
The unit was received with its operating currents within specification. The unit passed the self test along with the unexpected restart error, rewind, basic occlusion, and displacement tests. However, the unit was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. The unit was unable to perform the excessive no delivery test or occlusion test due to the prime anomaly. The following physical damage was noted: stripped battery cap coin slot, cracked casing at display window corners, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that she was unable to remove her battery cap. The patient's blood glucose at the time of incident was 390 mg/dl. The customer stated that the battery in her insulin pump was dead and she was unable to treat her hyperglycemia. Troubleshooting was initiated and the customer was able to remove the battery cap with a quarter. However, the insulin pump was returned for analysis and a replacement device was shipped to the customer.